Event description:
It was reported that a deflation issue occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. The saline-contrast ratio used was 5:5. The balloon was inflated five times at 20 atmospheres; however, during the procedure, a deflation issue was encountered as the monorail lumen was flattened. The device was pulled out intact and in a deflated state. The procedure was completed with a non-boston scientific device. No patient complications nor injuries were reported.